Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the pump exhibited placement signal issues. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs were reviewed and show deterioration of the optical signal and confirm the placement signal unreliable alarms. There are periods during support that the signal returns to normal values. The 5s parameters are not showing a hard failure of the sensor. The root cause of the optical signal issue is unable to be determined. All pertinent information available to abiomed has been submitted at this time.